Manufacturer narrative:
Zoll has not yet received the autopulse battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check, the multi chemistry charger (mcc) displayed a fault led. The autopulse lithium ion battery (sn: (B)(4)) was unable to charge in the mcc. The reporter removed the battery from the charger and the battery indicator status displayed 4 green leds. The battery was placed in the autopulse platform, however, did not power on the platform as expected. There was no patient involvement.